Event description:
On (B) (6) 2005, pt implanted with mesh. In 2009, pt underwent another abdominal hernia repair with another makers' mesh. On (B) (6) 2010, pt underwent open mesh explant procedure for reports of abdominal pain. During this surgery, the md also removed and replaced the pt's lap-band device. Per surgeon, when mesh was exposed, the recoil ring was noted to be broken and pointing inward towards the pt's bowel. No bowel injury noted.

Manufacturer narrative:
Sample returned contained an explanted composix kugel patch. The returned sample was visually examined and found to be somewhat irregular in shape around the circumference of the patch. There was an exposed end of recoil ring protruding through the mesh side of the patch and there was another exposed end of recoil ring protruding out the recoil ring pocket and pointing toward the eptfe side of the patch. The thickness of the two sections of recoil ring was measured and measured .042" in thickness. Based on examination of the ring ends after they were removed from the patch, it is probable that the end of ring protruding from the eptfe side of the patch was part of the ring weld. It is inconclusive as to whether the end of the ring protruding through the mesh side of the patch was part of the weld.